Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient has a history of hypertension, diabetes mellitus and peripheral vascular disease. Aneurysm and vessel morphology are unknown. One week post implant the patient developed bilateral leg numbness that required placement of iliac stents in addition to the abdominal aortic stent placed previously. The patient returned to the hospital 16 days post stent graft implant and complained of walking difficulties and not having full sensation. There was no abdominal pain or back pain. An aortic and selective iliac arteriogram was ordered after which the physician elected to explant the stent graft due to a thrombosed left limb of the endovascular stent graft. The stent graft was successfully explanted and a bifurcated hemashield gfaft was trimmed and sutured proximally and distally. The patient was discharged having tolerated the procedure well. No additional clinical sequelae were reported. The explanted stent graft was destroyed during the procedure and was not returned to medtronic.